Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. It was also noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. The noise oversensing was reproducible with isometrics on both leads. No intervention was performed and the patient will continuously be monitored. The patient was stable.